Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during the procedure vasoview hemopro 2 cautery stopped working, this was after 4-5 burns. It was inserted the correct way and tested prior to use. Generator was on 2.5 setting. They waited 60 seconds thinking the polyfuse was too hot. The cauetery never came back. They changed the power box and hp2 cord and still did not work, they then got a new kit, and it worked correctly. There was about an 8¿10-minute delay while working through all the steps. There was no vein or patient injury, and no excessive blood was lost in the tunnel.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h6,h11. For lot #'s 3000530102, 3000528522 and 3000527195 there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event.

Event description:
N/a.